Event description:
It was reported that pt underwent revision right total hip arthroplasty in 1999. Pt reportedly experienced pain after stepping into a hole and radiographs in november 2003 indicated stem fracture. Revision surgery performed in 2003.